Event description:
The family member reported that pt was admitted in the hospital for high bgs. The family member wanted co to call pt to test the pump. The customer called back and troubleshooting was performed. The lead screw rotated but no insulin came out.